Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and a dilated right heart for a triclip procedure. After successfully implanting the first clip on the anterior and septal leaflets, a second clip was intended to be implanted parallel to the first. During positioning, the triclip steerable guide catheter (sgc) was rotated too far in the septal direction, which caused the clip to press against the septal leaflet. Subsequently, a single leaflet device attachment (slda) occurred due to an interaction between the clips. Two clips were implanted to stabilize the slda. The tr was reduced to grade 1. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to the improper or incorrect procedure or method (user applying excessive torque on the guide). The reported improper or incorrect procedure or method was associated with the user applying excessive torque on the guide and dislodging an implanted implant. There is no indication of a product quality issue with respect to manufacture, design, or labeling.